Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Reversed arthroplasty on (B)(6) 2012. After one year the glenosphere came loose from the baseplate. Good to know is that the deltoid is not functioning more because of post-op paralysis of the deltoid muscle.